Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7091807 / 7092284.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Reprogramming was attempted, however, unsuccessful. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.